Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -10.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to excessive vault. A shorter length lens was implanted in a second surgery on (B)(6) 2024. This resolved the problem. Cause of the event is reported as other: wtw between sizes.